Event description:
Info was received that this left ventricular (lv) lead was dislodged the following day post implant. The lv lead was explanted and a new lead was replaced. No adverse pt effects were reported.